Event description:
It was reported that the lead was successfully replaced with a new lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high defibrillation impedance and high capture threshold were observed on the left ventricular (lv) lead. The lv lead was explanted to resolve the event. The patient was stable following the procedure and there were no adverse consequences.